Event description:
It was reported that approximately six years post-port placement, the port was accessed and flushed without difficulty; however, blood return was allegedly unable to be obtained, and the patient reported slight pain with flushing. It was further reported that a chest x-ray and venogram were performed, which revealed the right chest port connected to a portion of the tubing that extends towards the internal jugular vein. Furthermore, the majority of the tubing was displaced distally, rejecting the expected location of the right atrium and inferior vena cava. Reportedly, the catheter fragment was retrieved, and the port was removed and replaced. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.